Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that the cgm was displaying 84 mg/dl. He stated that he ¿was losing it¿ and did not know what he was doing. His wife came out a little bit later and found him beating on the floor and he was uncontrollable (presumed to mean probable seizure-type activity). She called the paramedics and when they arrived a few minutes later, they tested his bg and it was 40 mg/dl. They provided the patient with an unknown IV. The patient did not go to the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available. No additional patient or event information is available.